Event description:
It was reported by the rep that the device was used during a laparoscopic appendectomy. It was reported the "ets" was used and first initial firing went correctly. After reloading the device for the second firing, the surgeon was unable to use it because it wouldn't work. A second device was used to complete the case. There was no consequence to the pt.